Event description:
The following information was reported to gore: this patient with abdominal aortic aneurysm (aaa) had extensive thrombus within the aorta from the descending aorta to the renal artery bifurcation, making it an extremely high-risk case. Although treatment had been declined at another hospital, endovascular aortic repair (evar) was to be performed at the reporting hospital considering the risk of aneurysm rupture. On (B)(6) 2025, the patient underwent an evar for aaa using gore® excluder® aaa endoprosthesis (excluder devices). Prior to the placement of excluder devices, an attempt was made to access the right internal iliac artery for coil embolization, but it was not succeeded and took approximately two hours. Given the high-risk nature of the case, extreme caution was required in manipulating guidewires and catheters, and angiography had to be minimized. As a result, the procedure took a total of four hours to complete. The procedure was successfully done without any endoleaks. On (B)(6) 2025, the patient developed paraplegia in the morning. On (B)(6) 2025, the patient experienced bloody stools. On (B)(6) 2025, in the early morning, the patient went into shock state and subsequently passed away. The reporting physician commented as follows: extreme care was taken during guidewire manipulation and balloon inflation. Angiography was kept to a minimum, and all possible measures were taken. However, the thing that had been feared occurred. It is believed that thrombus dispersed during the index procedure, leading to intestinal ischemia and ultimately resulting in the patient¿s death. Additional physician's comment: the association between the gore devices and intestinal ischemia is unclear. Fundamentally, the patient had a high-risk background, and the procedure itself was challenging to perform. Regarding the paraplegia, there were numerous thrombi from the descending aorta to the renal artery bifurcation. It is presumed that when contrast medium was injected, the thrombi were dislodged and embolized smaller arteries such as the lumbar arteries.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #rlt261418j, serial #(B)(6), UDI ((B)(4); catalog #plc201400j, serial #(B)(6), UDI (B)(4); and catalog #pla260300j, serial #(B)(6), UDI (B)(4). H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: embolisation (micro and macro) with transient or permanent ischemia. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.